Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with ti va-lcp volar distal radius plate and screw construct on an unknown date. Reportedly the patient had a domestic fall (date unknown). Three of the four screws broke off from the plate despite existing cast splint. No further information was provided. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device shows wear and tear and scratches on the surface. Three broken off screw head parts are stuck in to the threaded head part of the plate. The device was produced and distribute in october 2010. Three broken off screw heads parts are stuck in to the threaded head part of the plate. The relevant dimensions of the plate cannot be verified anymore. It is possible that the breakage due to a mechanical overload situation. Due to the condition of the device we are not able to present a final manufacturing conclusion.